Event description:
On (B)(6) 2012, a vns patient's parents reported that in (B)(6) 2011 the patient was scheduled to have his generator battery replaced as the device was believed to be getting close to end of service. The patient's parents stated that they had also been noticing more and more breakthrough seizures. The patient had prophylactic battery replacement surgery on (B)(6) 2011. The generator was returned for product analysis which revealed that the device performed according to functional specifications. No elective replacement indicator (eri) flags were observed during testing. There was no condition noted during the product analysis evaluation that would suggest any anomaly with the device. Good faith attempts for further information from the physician were made but no additional information was received.